Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had an allergic reaction to the stimulator. It was noted the patient had an inflammatory reaction without infection. It was reported the patient had had a pump for one to two years without reaction. It was reported the lab results showed no infection or elevated white blood cells. It was noted the pocket was revised. It was reported the patient recovered without permanent impairment.